Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Electrical testing did not identify any indications of conductor fractures or internal shorts. Visual inspection and x-ray analysis did not reveal any anomalies.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the atrial lead exhibited noise. The atrial lead was not used and replaced during the procedure. The patient was stable throughout.